Event description:
It was reported that the rechargeable battery had exploded (date not reported). There was no allegation of serious injury. Associated with the issue and replacement equipment was sent to the patient.